Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) : product type catheter product ID 8596sc lot# serial# (B)(6) , product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 02-feb-2013, UDI#:(B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 12-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown baclofen, fentanyl, and an unknown drug. Dose and concentration information was not reported. It was reported that, on (B)(6) 2024, the patient's catheter was replaced and the pump was turned off. The patient wanted to know if she could turn the pump back on. Patient services reviewed that the doctor would need to turn the pump back on with the clinician programmer. Per the patient, the catheter was replaced because it had "disintegrated". When asked about the event date, the patient stated "about a month ago", but wasn't sure. The patient requested physician listings.

Manufacturer narrative:
Fdd code a1502 no longer applies for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care provider (hcp) indicated that the information about charging the generator was not referencing the patient's pump and was not about a medtronic implant. When asked what the return status of the catheter was, the hcp stated that it was not-applicable as it was stated in the note that it was "dust". The patient's weight at the time of the event was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) stated that the patient weight was 157 pounds. The pump was never turned off, but a new catheter was placed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) stated that the patient's pain had escalated in her lower back. The patient denied any particular instance of opioid withdrawal, however that she became "real sick after the stimulator implant was done". It was also noted that the patient had been unable to charge her generator effectively due to its position. The original catheter was essentially "dust". The distal portion of the catheter was coiled in the subcutaneous tissues. The patient was discharged after a period of stable observation, was given antibiotics, and would follow-up in 1 week for a wound check as scheduled.